Event description:
Siemens received a report on (B)(6) 2012, that there are problems with the identification of a relative table setup if an isocentric table rotation with a valve that is different from zero is in a field of the sequence. Reportedly, this issue is shown in user documentation in regard to the application ionizing radiation to the pt. It is also noted that "it is possible for the table to move to isocentric angles that do not appear in the sequence." There is no report of mistreatment or injury to a pt. The reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(4) 2012, and this MDR is being mailed on (B)(4) 2012. Siemens' investigation into the reported event is on-going. A supplemental report will be submitted upon completion of the investigation.